Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the unprotected left main at the point of bifurcation between the left anterior descending artery (lad) and the circumflex artery (cx). The lesions were mildly tortuous, moderately calcified and 70% stenosed. The lad was predilated with a 3.00x20 mm maverick balloon; the cx lesion was not predilated. Two 3.50 x 20 taxus express2 drug eluting stents were advanced to the lad and cx lesions. A kissing stent technique was used to place the taxus stent in the lad at 14 atms and the cx was inflated at 14 atms. The two taxus stents were then simultaneously inflated to 8 atms with full expansion of both stents. The cx balloon was deflated and removed without difficulty, the lad balloon was deflated but difficulty removing from the stent was felt. The balloon was inflated and deflated four times during attempts to remove. After the fourth inflation the stent delivery system with balloon was successfully removed. Both taxus stents remain in good position. No patient injuries or complications were reported. The patient's status was reported as 'satisfactory/good'.